Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the lv lead was unable to be implanted due to a difficult anatomy inside the coronary sinus. During the procedure, the patient's condition worsened and the patient experienced a full body tremor and an increase in blood pressure. The patient was injected with cortisone due to an allergic reaction to the contrast agent. The physician elected to implant a single chamber device. The patient recovered quickly after the procedure. The patient no longer needs to be monitored after recovering well.